Event description:
The provider states the unit will shut down when set on 4, no alarm nor an error code noted.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the unit will shut down when set on 4, no alarm nor an error code noted.